Manufacturer narrative:
H.6. Investigation: three representative samples were received by our quality team for evaluation. Upon visual inspection of the samples received, there were no deformation or damaged observed on the eclipse hub or safety shield and no breakage observed on the safety lock pin. Additional testing (hub hook breakage, safety shield fall off/break off, and activation/locking force) was performed and the samples passed inspection; therefore the reported failure could not be verified. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that safety mechanism failure occurred with a bd eclipse¿ needle during use. The following information was provided by the initial reporter, "the needles put the nursing staff at risk for needle sticks when closing the safety shield, the thumb comes too close to the tip of the dirty needle. Per customer email: I have personally not heard about needle sticks, but I am very observant when closing the guard since I can see how this can happen very easily. These needles I feel put the nursing staff at an increased risk for needle sticks and I feel they need to be changed to another brand if the option is open due to this risk."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety mechanism failure occurred with a bd eclipse¿ needle during use. The following information was provided by the initial reporter, "the needles put the nursing staff at risk for needle sticks when closing the safety shield, the thumb comes too close to the tip of the dirty needle. Per customer email: I have personally not heard about needle sticks, but I am very observant when closing the guard since I can see how this can happen very easily. These needles I feel put the nursing staff at an increased risk for needle sticks and I feel they need to be changed to another brand if the option is open due to this risk."